Event description:
A caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, which resolved the issue as the caller was able to successfully start their sensor session without encountering the error again.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.